Event description:
It was reported the device started beeping. Now alarming -no disposable pump won't run-. Reservoir volume is at 67.7 ml. Patient was asleep and doesn't know if she rolled onto the pump before it started alarming. Cassette lot number is unknown. Troubleshooting was done and it was unsuccessful. Moved the cassette to backup pump sn (B)(4) when it didn't work on (B)(4). Reset res vol to 67 ml. Started the pump and it was running without alarms. No patient injury was reported.

Manufacturer narrative:
Device evaluation: no product or photographic evidence was provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, smiths medical will reopen this complaint for further investigation. A DHR review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device.